Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection found the battery cable to be recessed at the main circuit board. The reported event of the receiver displaying the initializing screen without a manual restart was confirmed. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.